Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was arranged and finished at later time. It was reported to philips that system was unable to expose. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile and found flat detector controller (fdc) communication error. The fse ran fdc self-test and the test failed and confirms the malfunction was fdc failure. To resolve the issue, the fse replaced flashlite high end kit. The defective part was sent for analysis, for flashlite high end kit failure was observed and the failure was found to be etx module was defective caused the unit froze and locked up. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.